Event description:
Per the clinic, short circuits were noted on 12 electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 05, 2024.